Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable; there is no indication lens has been explanted. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic broke off of a za9003 16.5 diopter intraocular lens (iol) during the procedure. There was patient involvement and the lens had contact with the patient's eye. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that there was no incision enlargement and no vitrectomy was performed. The rest of the surgery went as normal and no other issues were reported. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number. All pertinent information available to abbott medical optics has been submitted.